Manufacturer narrative:
The unspecified freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. The test strip lot number is unknown; hence the date of manufacture is unknown. The actual date when the medical event occurred is unknown. The date entered in the event date section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Per medwatch report (mw5034928), abbott diabetes care has received information reporting that a customer while using an omnipod insulin pump in conjunction with unspecified test strips involved in the recent recall reported they "were making decisions based on bad numbers that have caused life threatening low blood sugars and highs that, if we hadn't caught with our continuous glucose monitor, can cause dka". No actual readings were provided. There was no report of death or permanent injury associated with this event.